Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 81(water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius) expected 2 actual 6.5. They said that they tried the calibration several times and the last time the control panel shut off and was not turning back on, they could see the power switch was lit and the device in getting power. Coming in under an assessment quote. Per follow up information received via phone on 02jul2024, it was reported that they were sending the device in for evaluation. No patient involvement. Per sample evaluation results on 19aug2024, it was reported that there was loud clacking noise generating from within mixing pump. Power switch over travels and cuts power.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Loud clacking noise generating from within mixing pump. A video of the noise was attached by the service tech. Replaced mixing pump assembly. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.